Event description:
A family member reported that the patient was hospitalized on (B)(6) 2010 with a blood glucose of 1238 mg/dl. The family member reported that the pump was turning off and on. The family member reported that the yellow o-ring was visible, but the cap could not be tightened. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
Animas insulin pump battery cap. Battery cap. (B)(4). The battery cap has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.